Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient was on her way to work, and her stimulation stopped and she knows that the battery was half charged. The patient said that she charged the battery before she left the house. The patient would like a manufacturing representative (rep) to come to her work to turn her stimulation back on. The patient does not have access to her equipment to troubleshoot. The caller was redirected to follow up with their healthcare provider (hcp) to potentially have a rep meet the patient in office. No further complications were reported. No additional patient symptoms were reported.